Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with moderate burning and discomfort in both eyes (more right than left) that started after waking up from nap. Patient was put on non-steroidal anti-inflammatory (nsaids) due to history of increase intraocular pressure and inflammatory reaction was a possibility. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort and burning sensation. Patient reported symptoms are interfering with daily activities. On (B)(6) 2018 surgeon increased ofloxacin to 2 hours for the day and discontinue the nsaid. Patient also started fml eye drops every 2 hours and was schedule to return for evaluation. Bcva from (B)(6) 2018: right eye pre-op 20/20 5.75 x -1.00 x 125, left eye pre-op 20/20 5.75 x -1.75 x 37. No additional info received.